Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. The initial report and or supplemental report had the incorrect aware date. The correct aware date is february 25, 2019.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is february 4, 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 163 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is february 25, 2019.